Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent switch was replaced and the unit was returned to service.patient information could not be obtained after multiple attempts. Attempts were made as follows: 01/29/18 phone call, 01/30/18 phone call, 02/01/18 phone call.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested. There is no report of patient injury.